Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated the alarms have been occurring consistently for the past two weeks. The customer's blood glucose was over 200 mg/dl at the time of incident. Customer treated their blood glucose with a 5 unit manual injection. The customer's current blood glucose was 99 mg/dl. The customer declined to troubleshoot for the no delivery alarm. Customer stated they have changed the infusion set several times, but was unable to resolve the alarm. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.